Event description:
A customer contacted beckman coulter inc. (Bec) regarding "bellows not extended" errors and a blood leak coming from the needle of the coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the needle cartridge was messy and t the needle piercing mechanism was worn and moving slow. This was causing the instrument to give "bellows not extended" errors. Fse also stated the bellows drain line was crimped causing the bellows to overflow and spill. Fse replaced and aligned the cap pierce mechanism and also replaced all tubing to the needle cartridge. Repairs were verified per established procedures. The root cause for this event was that the bellows drain line was crimped causing the bellows to overflow. (B)(4).